Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had physical damage in the insulation distal to the terminal pin. This lead was repaired and remains in service. No additional adverse patient effects were reported.